Manufacturer narrative:
Result of investigation: vyaire medical was able to duplicate and confirmed the reported issue xdcr pt801 (exhalation pressure transducer) failed. Uut (unit under test) was installed in known good vela unit. Ventilator was powered in ventilate mode where the unit auto-cycled and displayed the following alarms: xdcr fault (transducer fault), low ve (ventilation), and low pip (peak inspiratory pressure). Performed transducer calibration exhl press xdcr (pt801) failed. However the turbine diff press xdcr (pt800) and exhl diff press (exhl flow) xdcr (pt802) passed. This is a known issue which can be referenced with CAPA ca-2017-0206 and co 101400. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device / component has not been returned to vyaire. Therefore, no definitive root cause can be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the vela ventilator experienced transducer fault alarm (xdcr). The customer confirmed there was no patient involvement associated with the reported issue.